Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the user was setting up the blood pump for use and while on a patient, the item failed on battery. The user stated that it appeared to be switching between alternating current (ac) and direct current (dc) power and alarming, however, the device was not switching on for use. The user swapped the blood pump for another.

Manufacturer narrative:
Manufacturer's investigation conclusion: the root cause of the reported event was determined to be related to the centrimag console; no device issues with the centrimag blood pump, lot number 9008001, were identified through this evaluation. The centrimag blood pump was not returned for evaluation. The relevant sections of the device history records for 9008001 (l08158-la1) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The centrimag blood pump instructions for use (IFU) (rev. C) is currently available. This IFU also provides the following warnings and cautions: IFU warning #10: frequent patient and device monitoring is recommended. IFU caution #2: this device should only be used by persons thoroughly trained in extracorporeal circulation procedures. IFU caution #15: always have a backup centrimag pump, console, motor, and accessories available for use. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
B5 narrative info. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the patient was getting a computed tomography (CT) scan at the time of the event. Exchanging to the backup pump resolved the issue. The pump exchange was done within 10 seconds and there was no known impact on patient recovery.